Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Upon inspection of the device, it was observed that there was foreign material clogging the nozzle. This is attributed to insufficient cleaning. Other observations for the device: due to wear of angle wire, bending angle in up direction does not meet the standard value; adhesive on distal end rubber coating (a-rubber) has white-clouded area; adhesive around objective lens and light guide lens has white-clouded area; distal end cover (c-cover) has a dent; paint on air/water cylinder is peeled; scope connector is deformed; connection tube has a buckling; and connecting tube and light guide lens have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Information provided on reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air was supplied to the air/water nozzle. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle.

Event description:
Customer returned the device for evaluation and repair of flabby insertion tube. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was foreign material clogging the nozzle. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of the presence of foreign material in the nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of foreign object was that foreign material was larger than the inner diameter of air/water nozzle, and got into the air/water channel which caused clogging. What the foreign material could not be determined. Olympus will continue to monitor field performance for this device.